Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. May we have a copy of operative notes from the initial surgery? The patient demographic info: age, weight, bmi at the time of index procedure? Date and indication of initial surgical procedure? Other relevant patient history/concomitant medications? Product code and lot number? Onset of pain, urinary dysfunction and loss of mobility from the initial surgery? Please specify urinary dysfunction? What was medical intervention performed for symptoms? Results? Date, indication and surgical findings of vaginal mesh removal and reconstruction? Was there any deficiency or anomaly of the mesh? If yes, please describe it. What is physician¿s opinion as to the etiology of or contributing factors to these events? What is the patient's current status after mesh removal?

Event description:
It was reported that the patient underwent a sling surgical procedure on unknown date and the mesh was implanted. The patient experienced urinary dysfunction, severe pelvic pain and mobility issue. The patient underwent a mesh removal of vaginal portion, vaginal reconstruction and urethroplasty. Additional information has been requested.